Manufacturer narrative:
(B)(4).

Event description:
It was reported the during a percutaneous transluminal coronary angioplasty treatment procedure removal difficulties occurred. The 70% stenosed lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery. A 6f, 0.014 inch non-bsc guide wire crossed the target lesion and the 10/2.50 flextome monorail cutting balloon was advanced through a 4.0 non-bsc guide catheter. A single inflation was successfully performed at 11atms. The physician then slowly deflated the balloon by 1atm per second. The device deflated fully, however the balloon failed to re-wrap properly leaving the blades exposed on the surface on the balloon. The device could not be withdrawn in the guide catheter therefore the balloon, guide catheter and guide wire was removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported patient's status is listed as stable.

Event description:
It was reported the during a percutaneous transluminal coronary angioplasty treatment procedure removal difficulties occurred. The 70% stenosed lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery. A 6f, 0.014 inch non-bsc guide wire crossed the target lesion and the 10/2.50 flextome monorail cutting balloon was advanced through a 4.0 non-bsc guide catheter. A single inflation was successfully performed at 11 atms. The physician then slowly deflated the balloon by 1 atm per second. The device deflated fully, however the balloon failed to re-wrap properly leaving the blades exposed on the surface on the balloon. The device could not be withdrawn in the guide catheter therefore the balloon, guide catheter and guide wire was removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported patient's status is listed as stable

Manufacturer narrative:
The flextome balloon was received for analysis. A visual examination of the device found that the returned balloon showed evidence of being inflated with congealed blood in the balloon. The device was returned inside a 6fr guide catheter. Additionally, a 0.014 inch guide wire was returned inside the device and another was inserted through the guide catheter along the side the device. The balloon catheter could not be moved inside the guide catheter due to congealed blood inside the guide catheter. There was damage noted to the balloon where the guide catheter appears to have got caught on a blade. There was an accumulation of congealed blood at the area inside the balloon where the blade became caught in the sheath. All blades were fully bonded to balloon surface and no anomalies were noted to the blades. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).